Manufacturer narrative:
Concomitant medical products: 7298 ICD, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead broke off and started floating freely in the atrium. When the right atrial lead was removed, the right ventricular lead was noted to have an elevated threshold. The right ventricular lead was also indicated to have a suspected fracture. The right ventricular lead was also removed. No patient complications have been reported as a result of this event.